Event description:
Arjo received from the customer a copy of customer report. There was indicated that during the transfer of a resident from the bed to the wheelchair using a maxi sky 2 ceiling lift, the ceiling lift strap unrolled by 10 cm. As a result, the transferred patient hit the handle of the wheelchair and fractured her shoulder blade.